Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. It was reported that the patient¿s ins was dropping to 1/2 full when it used to only drop to 3/4 full between charges. The patient also reported that it was taking longer to charge the ins. He stated he could charge it to a quarter in an hour and a half, but now it was taking 2 hours on average. The patient was to contact his healthcare professional. No symptoms were reported. Follow-up was conducted.

Event description:
Additional information was received from the patient stating that his weight was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they did not change anything. They had full bars when charging, but it just started taking longer to charge. The patient said they waited until it consistently depleted 3/4th in the same time to start worrying. They do not know if their implantable neurostimulator (ins) taking longer to charge and needing to be charged more frequently was resolved, but they got a new charger. No further complications were reported/are anticipated.